Event description:
It was reported that during central processing, the customer noticed that the mega suturecut needle driver instrument had a cable sticking out of the jaw. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Additional findings revealed a derailed grip cable. The grip cable is derailed at the distal idler pulley. The cable derailment is likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to the derailment. The instrument has 4 uses left the customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.